Manufacturer narrative:
The device status report log file was provided for manufacturer analysis. This is the basic log file and does not contain detailed technical information. From the available entries it could be seen that the cockpit c500 and ventilation unit v500 had performed a warmstart on (B)(6) 2018. In order to identify the root cause of this warmstart, the large log file was requested but was not available for further analysis. Therefore it could not be identified why the warmstart was triggered. In case of a warmstart, the safety valve of the device is opened to allow spontaneous breathing. The auxiliary auditory alarm will be activated in order to alert the user to the deviation. This was confirmed by the user report. The available log data confirm that the device continued ventilation with the latest settings after completion of the warmstart.

Event description:
It was reported the device shut down while in use and there was high pitched alarm. There was no injury to the patient.